Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). The patient experienced peritonitis and, on an unknown date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with an injection (inj). Of fortum (dose, frequency, and route not reported) and gentamycin (500mg, frequency, and route not reported) for the peritonitis. Three days after the onset, the patient was discharged and was recovering from this event of peritonitis.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.